Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the aperture in the white blood cell (wbc) bath was clogged and was causing vote outs. The fse cleaned the aperture, which repaired the vote outs. The repairs were verified per established procedures. (B)(4).

Event description:
While troubleshooting a leak the field service engineer (fse) found the coulter lh 750 hematology analyzer was generating vote outs. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.